Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double). The samples were repeated after one other sample had a data flag and then qc was out of range. Sample 1 initial chloride result was 77 mmol/l and the repeat result was 98 mmol/l. The initial potassium result was 6.1 mmol/l and the repeat result was 5.4 mmol/l. The initial sodium result was 162 mmol/l and the repeat result was 137 mmol/l. Sample 2 initial chloride result was 141 mmol/l and the repeat result was 100 mmol/l. The initial potassium result was 3.3 mmol/l and the repeat result was 4.6 mmol/l. The initial sodium result was 107 mmol/l and the repeat result was 136 mmol/l. Sample 3 initial chloride result was 100 mmol/l and the repeat result was 138 mmol/l. The initial potassium result was 3.6 mmol/l and the repeat result was 5.4 mmol/l. The initial sodium result was 153 mmol/l and the repeat result was 103 mmol/l. Sample 4 initial chloride result was 157 mmol/l and the repeat result was 105 mmol/l. The initial sodium result was 108 mmol/l and the repeat result was 147 mmol/l. Only the questionable results for samples 1 and 2 were reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The sodium electrode lot number was u5853. The potassium electrode lot number was e0217. The chloride electrode lot number was q8948. The expiration dates were not provided. The field service engineer found there was air in the diluent line. He replaced the onboard reagents and the electrodes. The customer performed calibration, qc, and patient correlations and was satisfied with the results. The investigation determined the service actions resolved the issue.